Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 , a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced redness, hardness and pain at the stoma site with discharge. The patient was prescribed oral augmentin 625 mgs 3 times per day for a week, and paracetamol 1000 mgs. It was reported that following the antibiotic treatment, the patient's stoma site pain and hardness subsided, and mild stoma site charge remained.